Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, ventricular lead noise and noise reversion episodes were observed on the real time egm. The lead was capped and replaced. The patient was stable post procedure.